Event description:
A caller reported that the mobile app was frozen while loading a cartridge on an iphone 15 pro max using ios 26.1. There was no adverse impact to the customer's blood glucose level. The initial attempt to re-pair the app with the pump was unsuccessful, as the app crashed again. Technical support instructed the caller to uninstall and reinstall the app, which resolved the issue, allowing the pump to successfully pair with the mobile app. No further assistance was required.